Event description:
It was reported that the device was used on a call and was locked in a cabinet during pt transport. The device was reattached to the pt and users removed either the four limb leads from the pt or trunk cable from the device shortly after. When users plugged the leads back, it was reported that the screens lower portion was white and the upper screen was half dark and with horizontal lines indicating a potential lock up issue. Users cycled power, possibly more than once, to restore normal device operation. The issue was reported to have previously occurred once randomly. The reported issue had no adverse effect on pt.

Manufacturer narrative:
(B) (4): physio-control initial inspection of device was unable to duplicate the reported issue. A picture taken during the reported incident showed the reported phenomena. Physio is further testing the device at the failure analysis center. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.